Manufacturer narrative:
Clarification section d: device type was not provided. The device has been defaulted to a saline device. All coding reflects a saline device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device has been explanted.